Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, the patient¿s lumbar spine would appear convex. It was stated that the bulge would disappear when cerebrospinal fluid (csf) was taken from the valve and the pressure decreased. However, the situation would reappear, and obstruction was noted. The wound was opened to do a lumbar puncture and there were no abnormalities. It was noted a csf infection was found. The device was explanted, and the patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to multiple tears in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. All valves are 100% tested at the time of manufacture. Approximately 48 cm of the peritoneal catheter was returned. The catheter met the requirements for patency testing. However, the device did not meet requirements for leak testing. A tear was observed in the top of the catheter. Proteinaceous debris was observed within the interior and exterior of the catheter. The lumbar catheter was returned in two pieces measuring 52 cm. The catheter was patent. However, it did not meet the requirements for leak testing. The catheter was observed to be sheared off approximately 28 cm from the proximal end. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. There was proteinaceous debris observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the infection and obstruction was unknown